Manufacturer narrative:
(B)(4). Reporter's phone number was not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the chuck with key device adaptor components had wear and tear, did not work properly and oscillated during operation. It was also observed that the device failed the following pre-tests: check the machine coupling, check the cannulation, check for untrue running, check the function of the chuck and manual / visual inspection. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.